Event description:
It was reported that during the insertion of the webster 10 pole catheter into the coronary sinus os, the tip of the catheter deflected into an abnormal shape. With further manipulation of the catheter, the physician was not able to straighten the tip and deflect it into the d curve. The procedure was completed without the catheter. No patient injury was reported. Upon request, additional information was requested. The catheter was not difficult to remove from the patient. It was confirmed that there was no patient injury. The catheter was in the right atrium. Since the physician was not able to straighten the catheter tip, this event is deemed reportable.

Manufacturer narrative:
Product investigation will not be performed since the catheter was not returned for analysis. The device history record (DHR) was reviewed and verifies that the devices were manufactured in accordance with documented specification and procedures. (B)(4).